Event description:
Boston scientific received information that during a routine device follow-up, the right atrial (ra) lead capture was questionable. An x-ray was performed and confirmed this lead was dislodged. Patient was not symptomatic and there was no report of loss of av (atrial/ventricle) synchrony. There were no adverse patient effects reported.

Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.